Manufacturer narrative:
After investigation, no tears or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The exposed portion of the soft cannula was found to be kinked. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 294 mg/dl while wearing the pod between 4 and 24 hours. Patient reported the pod was leaking during wear. As treatment, a new pod was applied.